Event description:
It was reported that the doctor was performing a laparoscopic gastric bypass and used an echelon flex as an endocutter to perform the procedure. The doctor created the pouch with three blue reloads, the stapler worked perfectly well and no abnormalities were noticed. For the creation of the jejunojejunostomy the doctor asked for a white reload. When the doctor tried to fire the stapler for the fourth time, it blocked out. No strange noise was heard or extra resistance was felt, it just blocked. The doctor tried to reverse the direction of the knife blade by pushing the red button of the echelon flex downwards, but the red button was not working at all. The doctor told me it felt like the red button was broken off or something, it was completely loose and nothing could be done with it. This was a serious problem, because the stapler was stuck on the intestine of the patient and the doctor was not able to open up the stapler. Because the doctor was not able to return the knife blade to the home position, he was unable to open the echelon flex. Neither the operating room staff or the surgeon noticed that the echelon flex 60mm was wrongly loaded with a cartridge from the echelon 45mm. They assumed there was something wrong with the echelon flex, so the surgeon decided to finish the procedure with a competitors device. No adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Incorrect cartridge size additional information was requested and the following was obtained: "wrong reload: a 45mm reload instead of a 60mm reload was taken, instrument could be opened finally by applying extra force: "hammering it open."" The analysis results showed that device (a) was returned with the shrouds removed and with the closing trigger disassembled; the instrument was loaded with a 45 mm reload. The reload was noted to be unfired. Please note that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60mm IFU. It should be noted that when attempting to fire a 60mm device with a 45mm cartridge reload, the device will lock out; in order to open a locked device a reverse stroke needs to be performed trigger to trigger in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Upon evaluation, the knife reverse mechanism was found to be fully functional. In addition, the joint cover was noted to be torn; there is no evidence that there is any portion of the joint cover missing. It is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process. The analysis results showed that device (b) was returned with the shrouds removed and missing; the closing and firing mechanism were disassembled. The instrument was received with a 45 mm reload present. The reload was noted to be unfired. Please note that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60mm IFU. It should be noted that when attempting to fire a 60mm device with a 45mm cartridge reload, the device will lock out; in order to open a locked device a reverse stroke needs to be performed trigger to trigger in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Upon evaluation, the knife reverse mechanism was found to be fully functional. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process. (B)(4).